Event description:
The customer reported an error 1000.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 565 mg/dl, 302 mg/dl, and 253 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.